Event description:
It was reported that following a catheter replacement on (B)(6) 2013, the patient had since experienced sup-therapeutic effect. It was determined that the catheter tip was still intrathecal but appeared to be ¿up against the side¿. The plan was to pull the catheter down slightly so it is in a better position. The pump was used to deliver baclofen. Additional information later reported the patient was to have a catheter revision on monday, (B)(6) 2014. Additional information later reported that patient was receiving lioresal 2000mcg initially infusing at 497mcg/day, but decreased to 150mcg/day post revision. Patient¿s initial symptoms were that of severe spasticity. Following a catheter dye study and CT (computerized tomography) it was noted that the tip was against the dural wall at t9-10 level. The advice provided by radiology was to pull catheter down as reported above. During the revision, the anchor was released, catheter was cut and pulled down to top t11 level. Cerebrospinal fluid was noted. Catheter was spliced (all removed and the added sections updated in the programmer). The pump pocket was not opened. Patient was then transferred in supine position. A catheter dye study was performed to ensure flow was appropriate. They were able to aspirate approx. 5ml without any complication, delivered contrast under fluoro, and the flow was observed on fluoro from tip of catheter without incident. The drug dose was adjusted to significantly lower per the hcp order. Patient was seen on the evening of (B)(6) 2014 and the morning of (B)(6) 2014 and was very happy, stable, spasms completely controlled at new dose.

Event description:
Additional information reported that when the catheter was replaced it was moved above the scar tissue but the tip got stuck to the intradural wall. The catheter revision was done (B)(6) 2014 with everything turning out well. They were weaning the patient down and considered going with a lower concentration. The flow rate is low right now with the 2000 mcg/ml at 119.9 mcg/day. The patient rarely utilizes their personal therapy manager (ptm). The hcp was concerned about a possible inflammatory mass (im) forming in the future with the low flow rate.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted:(B)(6) 2013, product type: catheter. (B)(4).